Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading, the customer could not recall the cgm and bg values. Reportedly, the customer went to the emergency room due to diabetic ketoacidosis and was subsequently hospitalized. The customer's healthcare provider identified dangerous levels of ketones. The customer received saline and insulin intravenously. The customer was released from the hospital one day later with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.